Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had communication issues. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had communication issue. A technical support specialist found data synchronization error on the server, and stations not on the same version 1.5.52 would reboot and cause the server to delay messages to process, immediate short-term fix was done to restart data synchronization of the server for a temporary fix followed by the knowledge article ¿multiple devices with download stopped ¿ current subscription cycle stuck ¿, then remediation to consistent version across the board was recommended either through reimage or temporary fix to resolve the issue. The database server was restarted to resolve the database lag issue.the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had communication issues. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.